Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced generalized muscle twitching throughout their body, especially in their chest. It was suspected that there was an implantable pulse generator (ipg) malfunction related to the symptoms. The ipg remains in use. No further patient complications have been reported as a result of this event.